Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pt's pump "started to flip" over the next year, following a replacement surgery conducted on (B)(6)2009. It was noted that a physician assistant had to flip it back in order to refill. In (B)(6) 2010, a surgeon placed a pouch around the pump, and re-secured it in the same pocket. Since then, the pt believes, the device was flipping again. The pt noted they had gained weight and reports incidents of having had fallen. A refill was scheduled for (B)(6)2010, and it was planned to have the physician assistant check the pump in regards to flipping. The pt's outcome/status, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.